Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported a damaged intraocular lens (iol). Additional information was provided that during a cataract extraction with iol implant procedure the iol was damaged. The procedure was completed with another lens. There was patient contact but no patient harm.